Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation as the implant coil was implanted and request was made for the pushwire; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic framing coil could not be detached with the instant detacher despite four (4) attempts. The physician did not try a new instant detacher and instead attempted to detach the coil with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The physician tried the manual method about 2-3 times but the coil still would not detach. The coil eventually detached while the physician had pulled a quarter of the coil back into the microcatheter. The coil was reported to have remained in the patient and no patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 5mm x 3mm located in the internal carotid artery. The patient¿s blood flow was normal and the vasculature was severe in tortuosity. Ancillary devices: transcend floppy guidewire, xt-17 microcatheter, neuromax sheath.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. The axium pushwire returned, implant coil appeared to be detached from the pushwire. The implant coil was already detached from the pusher and remained in the patient. In addition, instant detacher was not returned. Bends were found on the pushwire from the proximal end of the pushwire. The tack weld replacement (twr) crimps was found to be broken; indicative of mechanical detachment was attempted. In addition, the pushwire was found to be broken at the break indicator; retained by the release wire; it appeared that the manual detachment was also attempted. The coin was not present at the lumen stop as it was pulled back. The shield coil was present and stretched. The shield coil was found to be intact but stretched. Under the microscope, the outer jacket was then removed to gain access the coin. The lumen stop and the retainer ring were found to be visually acceptable. No other anomalies were observed. Based on the device analysis performed, the cause for the delayed detachment could not be determined as all parts of the returned pushwire which could affect the detachment were found to be within specifications. Since the implant coil, detached element and microc atheter were not returned, any contribution of the implant coil, detached element or microcatheter to the issue could not be assessed. Bends were found on the returned pushwire. This can also be indicative of high tortuosity. It is possible the bends found on the pushwire may contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery p usher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.